Manufacturer narrative:
On november 13, 2023, upon secondary review of the information, it was decided that the device received on october 2, 2023 was for the right side. It was mistakenly reported for the left side. Field d9 has been updated accordingly on this form. Device evaluation was completed and summarized below: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 590cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the shell abrasion measuring approximately 13.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Device received on october 2, 2023 was for the right side. It was mistakenly reported for the left side.

Manufacturer narrative:
On september 25, 2023, mentor became aware that the replacement devices used on (B)(6) 2023 were catalog number 3505650bc; serial number (B)(6) on the left side, and catalog number 3505650bc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent revision breast augmentation with 590cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Per additional information received on october 24, 2023, and reviewed by the clinician, during breast implant surgery performed on (B)(6) 2023, 100cc of serosanguinous fluid was collected from the patient's right breast. There was no fluid present in the patient's left breast. No further information was provided at the time of this review. The file will be re-reviewed if additional information is received at a later date. Corresponding codes have been updated under section h on this form. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV, and seroma. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2023, mentor became aware that the patient also experienced right side capsular contracture; baker grade IV in addition to bilateral ruptures and is scheduled for bilateral replacement surgery on (B)(6) 2023. Codes have been updated under section h accordingly. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, mentor became aware that the date of surgery is august 29, 2023. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6), 2023. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).